Manufacturer narrative:
Additional information was received that the patient underwent ipg and lead replacements. It was reported that the high impedances ware due to the patient's anatomical position. No device malfunction was suspected. The patient was doing well postoperatively.

Event description:
A report was received that the patient's leads were showing high impedances and the stimulation was no longer on the target areas. The patient will undergo a procedure wherein the leads will be replaced or the physician will perform a full explant.

Manufacturer narrative:
It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's leads were showing high impedances and the stimulation was no longer on the target areas. The patient will undergo a procedure wherein the leads will be replaced or the physician will perform a full explant.

Manufacturer narrative:
(B)(4). Concomitant medical products: model#: sc-2366-50, serial #: (B)(4), description: linear 3-6 lead, 50cm; model#: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm; model#: sc-2352-70, serial #: (B)(4), description: linear 3-4 lead, 70cm; model#: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator.

Event description:
A report was received that the patient's leads were showing high impedances and the stimulation was no longer on the target areas. The patient will undergo a procedure wherein the leads will be replaced or the physician will perform a full explant.